Manufacturer narrative:
A ge representative evaluated the system, and replaced the ffb and gib boards. System operates as intended.

Event description:
Customer reported a system lock up. No pt injury was reported.